Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Replaced worn fingers on complete pressure adjusters with tip replacement kit. The unit passed all diagnostic tests, functional tests, and is fully operational. . Further, a review into the depuy mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep that the pump started running excessively during a rotator cuff surgical procedure. Customer used a second pump to complete the procedure. No patient consequences. Device to be returned. The sales rep reported that the overfill was from the saline bag. He reported no patient consequences. No extravasation. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.